Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. Two color photographs of the curved distal region of the safari wire were provided. Analysis of the supplied images reveals multiple offset conditions located in the distal curved region of the device. One safari guidewire was returned for analysis. As received, the specimen consisted of one each clinically used, damaged safari wire 300cm sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The complaint could not be confirmed as the specimen wire was removed from the delivery system prior to the product being returned. The specimen presented bend damage of varying severity and frequency over the length of the device, and cuts through the coil and core wires with concurrent bend damage located (first) 3.00cm and (second) 17.0cm from the distal tip. The coil wire distal of the second cut presented stretched and offset/overlapping coil wraps resulting in localized oversized diameter. The coils proximal of the second cut presented stretched coil wraps, and offset/overlapping coil wraps and fractured coil wire, resulting in localized oversized diameters and spiral scraping of the ptfe coating with ptfe coating removal in the areas of offset/overlapping coil wraps. Although the damage presented by the specimen proximal of the formed curve is not noted in the supporting documentation, it is likely the result of the efforts taken to remove the wire from the delivery system. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. The physical device was not returned for analysis; however, two color photographs of the curved distal region of the safari wire were provided. Analysis of the supplied images reveals multiple offset conditions located in the distal curved region of the device. Based on the evidence presented by the photos and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported. The guidewire is expected to be returned for analysis. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. No product returned.

Event description:
Safari stuck into delivery system. Procedure was completed with this device. Incident reportedly occurred during withdrawal.